Event description:
The customer reported an image issue with this system is back. The problem is intermittent. No injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.